Event description:
It was reported that this pacemaker exhibited noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. A false ventricular tachycardia (vt) episode was recorded as a result of the noise. The noisy signals were reproducible through isometrics. The physician decided to reprogram the device to avoid oversensing. The device remains in use. No adverse patient effects were reported.